Event description:
A home pt (hp) reports dry minicaps. The hp stated the sponges were pale yellow in color and did not appear to be seated deep into the minicap. Hp verified packages were sealed in the usual manner. No pt injury or medical intervention per hp.